Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the farawave catheter underwent visual inspection and functional testing. The returned catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. No outer abnormalities were observed, though the catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. The non-boston scientific guidewire became stuck in the catheter and was unable to be retracted. This did not occur in a pulmonary vein (pv) and there were no signs of tissue entrapment. The guidewire was unable to be removed from the catheter. The catheter and guidewire were replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. The non-boston scientific guidewire became stuck in the catheter and was unable to be retracted. This did not occur in a pulmonary vein (pv) and there were no signs of tissue entrapment. The guidewire was unable to be removed from the catheter. The catheter and guidewire were replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.